Event description:
Correction: the previous MDR submitted on february 27, 2026 was filed inadvertently. No extrusion of the receievr/stimulator has occurred.

Event description:
Per the clinic, the patient experienced intermittent sound and connection issues with the device and subsequent loss of connection to the internal device (specific date not reported). Troubleshooting and hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the patient experienced an extrusion of receiver/stimulator. Subsequently, the patient was explanted on (B)(6) 2026. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.